Event description:
It was reported that when using the bd pyxis¿ es server system, new patients and orders were not crossing over to 3 stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server and verified in patient encounter system that the patient mentioned in the case had a discharge status. Checked synchronization and confirmed stations were communicating without issues. The system functioned as intended when the technical support specialist investigated the device.